Manufacturer narrative:
The reported problem (unable to complete detect and treat testing due to functional failure) was isolated to contamination on the lcd display, causing the touchscreen to be non-functional. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was unable to complete detect and treat testing due to functional issue.